Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Date of event: estimated.

Event description:
This is filed to report a single leaflet device attachment requiring intervention. It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 3 with restricted posterior mitral leaflet, prolapsed anterior leaflet, small cardiac chambers, and a rotated heart axis. It was noted that visualization was difficult due to the patients rotated heart and lots of shadowing on echo. A mitraclip xt was selected for treatment and successfully implanted reducing the mr to grade 1. There was no clinically significant delay in the procedure and no adverse patient effects. Post procedure, a control transthoracic echocardiography (tte) and transesophageal echocardiography (tee) revealed that the mitraclip xt detached from the posterior leaflet and remained attached to the anterior leaflet. After the single leaflet device attachment (slda), the mr increased to grade 3. On (B)(6) 2022, an additional clip was implanted to stabilize the slda clip. No additional information was provided.

Event description:
Subsequent to the previously filed report, additional information was received: it was further reported that that the control echo was performed on (B)(6) 2022. It was additionally noted that loss of leaflet capture likely occurred but could not be observed right away in the case. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported slda, difficulty capturing, and poor image resolution appear to be related to patient morphology/pathology. The recurrent mitral regurgitation (mr) appears to be related to procedural condition of the slda. Mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.